Manufacturer narrative:
Evaluation summary: one opened 1.2mm db angled clearcut sideport knife in a blister labeled was received for the report of a blunt knife. The knife was loose in the blister. The sample was inspected and was determined to be visually nonconforming with a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. The final customer lot was identified . A review of the device history records (DHR) has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the first complaint against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. Because the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. The manufacturer internal reference number is: (B)(4).

Event description:
This is one of twelve reports being filed for this facility.

Manufacturer narrative:
A sample is expected. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that fifteen blunt knives were detected. When did the issue occur, procedure details and patient impact information is unknown. No further information is expected. This is one of eleven reports being filed for this facility.